Event description:
It was reported that the customer blood glucose was running high. The high blood glucose reading did not come down despite multiple set changes. No insulin exited the tubing during the manual push. The customer felt sick with vomiting, nausea, weakness, and fatigue. The blood glucose reading was 29 mmol/l. The customer was not hospitalized. There was bleeding at the site and blood was found in the infusion set tubing. The drive support cap appeared normal and recessed. No air bubbles or leaks were found. No bent cannula was noted. The insulin pump passed the high pressure test. The insulin pump also had alarmed for no delivery on another occasion. The blood glucose reading at that time was 13 mmol/l. The issue was resolved with troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.